Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1agb6, implanted: (B)(6) 2016 explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that they had a lead revision in (B)(6) 2018 due to a lack of therapy that was not resolved with reprogramming. The revision had already occurred and the issue was reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their healthcare provider (hcp) put them on program 1 at implant, and it did not work. It was indicated that the patient called the hcp, and they changed it to program 2 on (B)(6) 2017. It did not seem to be working very well, so the patient increased the stimulation on (B)(6) 2017 and decreased it due to it hurting. The patient changed to program 3 which worked for "maybe a day," but all of a sudden stopped. It was noted that they still had a bandage on. During the call, the patient was unable to feel stimulation and therapy was on program 3 at 1.2v with the therapy off. When the patient turned the stimulation back on, it was painful so they decreased to comfortable stimulation at 1.1v. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.